Event description:
The report was received as part of an international pre-PMA 5 year cinical study that was both retrospective and part-prospective in nature. The clinical report indicates an access port leak.